Event description:
Contact reported that during implantation of mmsi poly screw, the distal tip of the poly driver shaft sheared off. The distal threads on the poly driver had, apparently, been stripped on a previously implanted screw (during the same case). Several minutes after a replacement, poly driver shaft was put into service. Situation resulted in a delay in excess of 30 min. Contact reported no adverse patient consequence as a result of this situation. Device #1. See also 1526439-2006-00194.

Manufacturer narrative:
Device was not returned for evaluation. The driver was manufactured in 1/2005. Contact reported that the driver may have been stripped during use in the case prior to breaking. Events of this type are typically caused by excessive force placed on the instrument during final tightening. Caution should be taken not to over-torque the instrument during final tightening.